Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 27-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bottom two inches of the touch screen were not responding to touch. The all-in-one touchscreen was reseated, but the issue persisted. A field service engineer (fse) removed the faulty all-in-one touchscreen and replaced it with a new one to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es, the screen was frozen the customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.